Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted following the sheath insertion into the body. The dilator was inserted directly into the hemostasis valve with no resistance. The dilator was the only device inserted into the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.